Event description:
It was reported that a patient death occurred.A left atrial appendage closure (LAAC) procedure was being performed and a VersaCross Connect LAAC Access Solution was selected for use. During the transseptal, Radio Frequency energy was applied at one second constant after it was confirmed the transeptal system was tenting low in the bicaval view and mid/anterior in the short axis view. The wire was advanced and the physician noted it was not advancing into the left atrium. The wire was retracted and the septum was reengaged low in the bicaval view and mid/anterior in the short axis view. This allowed the wire to advance into the left superior pulmonary vein. The wire was exchanged for a non-Boston Scientific pigtail catheter. The Watchman Closure Device was advanced into the Left Atrial Appendage (LAA) and deployed. A partial recapture was needed and a second deployment followed. While assessing device compression, a pericardial effusion was noted on the aortic root. The physician and echocardiologist decided to monitor the effusion and to release the device because it met all of the position, anchor, size, and seal (PASS) criteria. The patient's blood pressure began to drop, so a pericardiocentesis was completed. Fluid was drained and vitals were monitored. A blood transfusion was required. The patient became hemodynamically unstable and was sent to cardiothoracic (CT) surgery where the perforation was repaired, and the device remained implanted. The patient was admitted to the hospital. It was further reported there was a pinhole perforation through the aorta. 1100cc of blood was removed. The patient was moved to the Intensive Care unit and later passed away on (b)(6)2026.There was no official cause of death provided.It was further confirmed that the Versa cross connect was a factor in the transseptal complication. The Versa Cross device was inside the patient body when patient complication begun and could have caused an issue or malfunctioned during the procedure. In the physician opinion, it was believed that Access Solutions contributed to the patient death, as the transseptal system was slipped during crossing. Also was confirmed that cardiac tamponade occurred.

Manufacturer narrative:
GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION ARE IN PROGRESS. IF ADDITIONAL INFORMATION RECEIVED, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED THAT A PATIENT DEATH OCCURRED. A LEFT ATRIAL APPENDAGE CLOSURE (LAAC) PROCEDURE WAS BEING PERFORMED AND A VERSACROSS CONNECT LAAC ACCESS SOLUTION WAS SELECTED FOR USE. DURING THE TRANSSEPTAL, RADIO FREQUENCY ENERGY WAS APPLIED AT ONE SECOND CONSTANT AFTER IT WAS CONFIRMED THE TRANSEPTAL SYSTEM WAS TENTING LOW IN THE BICAVAL VIEW AND MID/ANTERIOR IN THE SHORT AXIS VIEW. THE WIRE WAS ADVANCED AND THE PHYSICIAN NOTED IT WAS NOT ADVANCING INTO THE LEFT ATRIUM. THE WIRE WAS RETRACTED AND THE SEPTUM WAS REENGAGED LOW IN THE BICAVAL VIEW AND MID/ANTERIOR IN THE SHORT AXIS VIEW. THIS ALLOWED THE WIRE TO ADVANCE INTO THE LEFT SUPERIOR PULMONARY VEIN. THE WIRE WAS EXCHANGED FOR A NON-BOSTON SCIENTIFIC PIGTAIL CATHETER. THE WATCHMAN CLOSURE DEVICE WAS ADVANCED INTO THE LEFT ATRIAL APPENDAGE (LAA) AND DEPLOYED. A PARTIAL RECAPTURE WAS NEEDED AND A SECOND DEPLOYMENT FOLLOWED. WHILE ASSESSING DEVICE COMPRESSION, A PERICARDIAL EFFUSION WAS NOTED ON THE AORTIC ROOT. THE PHYSICIAN AND ECHOCARDIOLOGIST DECIDED TO MONITOR THE EFFUSION AND TO RELEASE THE DEVICE BECAUSE IT MET ALL OF THE POSITION, ANCHOR, SIZE, AND SEAL (PASS) CRITERIA. THE PATIENT'S BLOOD PRESSURE BEGAN TO DROP, SO A PERICARDIOCENTESIS WAS COMPLETED. FLUID WAS DRAINED AND VITALS WERE MONITORED. A BLOOD TRANSFUSION WAS REQUIRED. THE PATIENT BECAME HEMODYNAMICALLY UNSTABLE AND WAS SENT TO CARDIOTHORACIC (CT) SURGERY WHERE THE PERFORATION WAS REPAIRED, AND THE DEVICE REMAINED IMPLANTED. THE PATIENT WAS ADMITTED TO THE HOSPITAL. IT WAS FURTHER REPORTED THERE WAS A PINHOLE PERFORATION THROUGH THE AORTA. 1100CC OF BLOOD WAS REMOVED. THE PATIENT WAS MOVED TO THE INTENSIVE CARE UNIT AND LATER PASSED AWAY ON (B)(6) 2026. THERE WAS NO OFFICIAL CAUSE OF DEATH PROVIDED.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field Describe event or problem (B5), in Section B - Adverse Event or Product Problem and updated field Patient Codes (H6), in Section H - Device Manufacturers Only.Outcomes Attrib to Adv Event field on (B2), was updated deleting the Life-threatening outcome, since death occurred.(B1) was updated as the Adverse Event was related to a Product Problem.